Event description:
During a c-section, bovie pen (made by covidien and packaged by cardinal health in sterile medstar c-section package) would cut, but would not cauterize. New pen was obtained for the case. No harm noted during the surgery. (B)(6).